Manufacturer narrative:
Patient was the initial reporter, so personal information was not entered.

Event description:
At 9:24am the customer received a blood glucose reading of 139mg/dl on the contour next. He thought a reading of this level would give him enough time to do some shopping. At approximately 10:00am he woke up in an ambulance, en route to the hospital, as he had very low blood glucose levels according to the paramedics, and they gave him IV glucose. Specific readings were not provided. He was in the hospital overnight for observation, and had routine blood tests. His average reading was 200mg/dl and he was discharged the day after he was admitted. The customer was advised to return the strips for evaluation. New meter and strips were sent to him.